Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4), ubd: 29-nov-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the vertek arm for the navigation system would not remain locked in place. There was no patient present when this issue was identified.